Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 77 mg/dl. Customer stated that he blacked out due to low blood glucose, low blood pressure and slight heart attack. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.